Event description:
An 8mm diameter x 30mm length assurant iliac otw stent system was inserted into a patient for the treatment of an unknown lesion. The vessel morphology was reported to be moderately calcified with 60% stenosis. It was reported that the assurant iliac stent dislodged from the balloon in the patient during the procedure. No further information was provided. The device was received by medtronic and its evaluation is not completed. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product bridge assurant biliary otw.

Manufacturer narrative:
Evaluation: results: (cd, films or operative reports not provided). (Stent dislodgement).